Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. A field service engineer (fse) assisted the customer via call and in remote support service (rss) to remove a medication jam that was causing a storage space failure. Fse used diagnostic mode to help customer, free the pocket lid and recover the space. The system functioned as intended after the field service engineer assisted customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pocket c3 had storage space issue and failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.